Event description:
It was reported that the programmer had a broken rear door and that it was slow to boot up. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the rear door was broken (it had broken tabs) and the power cord bay was therefore replaced. Analysis was unable to confirm the customer comment that the programmer was slow to boot up, however the software was reloaded as a preventive. Analysis also found that the electrocardiogram connector on the link electronic module (lem) board was loose and the lem board was therefore replaced. (B)(4).